Manufacturer narrative:
(B)(4). Batch # t5dg7y. Investigation summary: the analysis results found that the ats45 device was returned with no apparent damage and with a tr45w cartridge present. The reload was received unfired. In addition, three reloads were received. The reload (b) was received unfired. The reload (c & d) were received fully fired. The device and returned cartridges (a, b) were tested for functionality and it fired, cut and formed the staples as intended. The staple lines and the cut lines were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Was the bleeding controlled? Were any blood products or transfusion required? If so, please explain. Was a laparotomy required to control the bleeding? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain.

Event description:
It was reported that during an unknown procedure, on the second firing of an ats45 none of the staples formed. There was bleeding but unknown how much. Case completed with another device of the same product code. There were no patient consequences reported.